Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg, (B)(6) 2005. (B)(4).

Event description:
It was reported the right ventricular (rv) lead pacing impedance was high. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.